Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of fail code 50:329:625:0000 on channel a was confirmed in the event history as fail code 500:329:625:0000 on channel a. This fail code was caused by the "channel select" key being stuck for approximately 1 minute 05 seconds. Typically no action is required however, the hospital biomedical engineer replaced the channel a pump head mechanism. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA-(B)(4).

Event description:
The facility representative reported a fail code 50:329:625:0000 on the channel a pump head module. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.